Event description:
Contact reported that, a patient had a revision due to breakage of two fixation screws at l5. Patient had spondy at l4/5 and non-union, as surgical intervention occurred an MDR is being filed.

Manufacturer narrative:
Patient has a non-union due to spondylolisthesis. Non-union placed stress on the hardware. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions for use (IFU) supplied the device.